Event description:
My daughter used renu contact lens saline solution for ~6 months. In june 2005 she developed severe corneal infection in both eyes, which caused scarring in her eyes. She was treated for a long time with medication and corneal transplant was a very big possibility for her. She is a student and she has to wear her thick glasses all the time, so she is not able to participate in many sport activities in school and that causes her a lot at self confidence problems. She can not have a lasik corrective surgery because of the deep scars on both eyes.